Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm diameter pre-operatively ruptured abdominal aortic aneurysm. The aortic neck was short in length and measured by ivus to be 24 mm at the level of the renal arteries and 29 mm distally. It was reported that upon the final angiogram a type 1a endoleak was observed. Another manufacturer's stent was implanted however it did not resolve the type ia endoleak. Eight aptus endoanchors were deployed circumferentially with no success at resolving the endoleak. The physician stated the cause of the event was due to the short 9mm calcified proximal aortic neck. The following day the patient was re-scanned and the type ia endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.